Event description:
It was alleged to gore in a lawsuit, that in 2006, the patient had "a laparoscopic repair of incisional hernia with mesh placement" and that the "post operative diagnosis was status post reduction of incarcerated incisional hernia with small bowel resection." The plaintiff further alleges that "during this procedure, a laparoscopic abdominal wall hernia repair was performed using a large 20 x 30 centimeter dualmesh manufactured and sold either by defendant davol, inc., or c.r. Bard, inc., of w.l. Gore & associates, inc." The complainant alleges, that as a result of the defendants' conduct, the patient suffered several injuries and that he ultimately died as a result of these injuries. Gore has no other information at this point and does not known if the product described in plaintiffs' lawsuit is a product manufactured and sold by gore.

Manufacturer narrative:
No lot number information was supplied, therefore, a review of the manufacturing paperwork could not be performed. The review of the manufacturing paperwork could not be completed because no lot number information was supplied. Note: without additional information, a meaningful investigation can not be performed at this time. No additional information has been received to date.